Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Results appeared as reported by the instrument for initial and repeat testing. The event log showed duplicate ID error messages after removal of sample racks prior to starting a batch. The customer was advised of and provided technical communication (B)(4) which discusses how to handle sample racks when duplicate ID messages are obtained. The instrument is operating as expected.

Event description:
A customer reported that an o positive sample resulted as ab positive on galileo echo instrument (B)(4).